Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system triggered a latitude alert due to a transient high shock lead impedance reading (>200 ohms). Device history showed previously stable impedance values with recent fluctuations. Electrogram review showed no artifacts, and a follow-up threshold test confirmed normal function. No adverse patient effects were reported. The patient will be evaluated in clinic to confirm whether the high reading is reproducible. The system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system triggered a latitude alert due to a transient high shock lead impedance reading (>200 ohms). Device history showed previously stable impedance values with recent fluctuations. Electrogram review showed no artifacts, and a follow-up threshold test confirmed normal function. No adverse patient effects were reported. The patient will be evaluated in clinic to confirm whether the high reading is reproducible. The system remains in service. Additional information was received that this patient has been scheduled for a right ventricular (rv) lead replacement procedure. At this time, this lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.